Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  one (1) strut was punctured through the sheath, and several protruded spots on strain relief of sheath. Observed tortuosity in access vessel and mld (minimum lumen diameter) is greater than 5.5mm. Due to the unavailability of the device, no potential manufacturing nonconformance was able to be determined. During manufacturing, the valve frame are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging.  These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   A lot history review was performed and revealed additional similar complaints.  A review of complaint history from may 2019 to april 2020 revealed additional similar returned complaints for sapien 3 ultra valve for frame damaged during use (all sizes).  The complaints were confirmed, however, no manufacturing non-conformances were identified in the returned device evaluations.  A review of complaint history revealed that the monthly occurrence rate exceeded the control limit for the trend category. Therefore, the complaints for the sapien 3 ultra valve related to frame damaged underwent further review.  There was no device defects or manufacturing non conformances identified.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on provided imagery (a strut was punctured through strain relief of the sheath). A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per imagery review, vessel tortuosity is presence near the access point. The ridges on the strain relief of sheath indicates that the valve may have been caught within the sheath shaft several times while navigating the device through the tortuous area. The subsequent device manipulation to advance the valve through sheath could have caused the frame strut to bend and puncture the sheath. As such, available information suggests that patient factors (vessel tortuosity) and/or procedural factors (device manipulation during insertion) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in the aortic position, the first valve was stuck in the sheath. The valve strut externalized through the side of the sheath within the patient.  The valve, delivery system, and the sheath were removed as a unit with no patient injury.

Manufacturer narrative:
Reference CAPA-20-00141.